Event description:
It was originally reported as a balloon burst to be reported on the 2nd quarter alternative summary report. Due to analysis findings approved on (B)(6) 2010 this is now reportable on the 3500a medwatch form. It was reported that during a percutaneous interventional procedure a balloon burst occurred. The lesion was located in the superficial femoral artery(sfa). The lesion characteristics were unknown. In the middle of "ballooning", the synergy(B)(4) balloon burst. How many inflations and to what atmospheres occurred is unknown. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable. Returned device analysis revealed a circumferential balloon tear.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was folded and wrapped around the shaft of the device. The device was attached to an encore inflation unit in an attempt to inflate the balloon to its rated burst pressure when a leak was noted in the balloon material. Microscopic examination of the balloon observed a small circumferential like tear located 15mm distal to the distal edge of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).